Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 64 months ago. Aneurysm morphology is unknown. It was reported that the patient developed an iliac aneurysm, resulting in a distal type 1 endoleak. The physician elected to implant a talent iliac limb in the contralateral limb and the aneurysm was covered and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Results: endoleak. Developed an iliac aneurysm post stent graft implant. Conclusions: developed an iliac aneurysm post stent graft implant.